Event description:
A customer reported a leaking patient control module during the priming of an unknown elastomeric device. The exact source of the leak is unknown. The drug being primed is unknown. This event was noted prior to patient use/connection. No additional information is available.

Manufacturer narrative:
(B)(4). The cause was determined to be that an operator at the manufacturing facility failed to apply sufficient solvent to tubing joint. To address this issue, a quality alert with subsequent awareness training was issued in (B)(4) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 13g026 was manufactured between july 3, 2013 and july 26, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One filled pcm unit was received for evaluation. Visual inspection and functional leak test on the pcm unit confirmed the reported leak problem. The location of leak was observed at the tubing connection located inside the pcm's housing. Should additional relevant information become available, a supplemental report will be submitted.